Event description:
Needle broke inside the patient's left knee while arthrex fiberstitch device was in use. Device name "arthrex fiberstitch implant, curved with two polyester implants and 2-0 fiberwire suture" ar- 4570. Lot 23b129 exp 2027-08-31. Fluoro called in the room, needle retrieved with fluor guidance by surgeon. Post op portable xray done. Per dr. (B)(6) (radiology) no needle noted.